Manufacturer narrative:
The reported event of high capture threshold was not confirmed. The device was above elective replacement indicator (eri) voltage level upon receipt. A visual inspection noted the helix length was within required performance specifications. Further analysis performed, including output verification, which showed normal device characteristics without any anomalies contributing to reported event. Additionally, a longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that high capture threshold was observed on the right ventricular device. The device was explanted and replaced to resolve the event and the patient was in stable condition.